Manufacturer narrative:
Product code = dqx. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a pd catheter evaluation procedure, the roadrunner uniglide hydrophilic wire guide unraveled. According to the initial reporter, the wire's coating unraveled when he was removing the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Description of event: it was reported, during a pd catheter evaluation procedure, the roadrunner uniglide hydrophilic wire guide unraveled. According to the initial reporter, the wire's coating unraveled when he was removing the device. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, the instructions for use, manufacturing instructions, and quality control data. One roadrunner uniglide wire was received. The polymer coating was sheared in 3 areas. First section starting at 45.2cm from the proximal end having a length of 14.1cm. Second section started at 60.2cm having at length of 12cm. Two sections of sheared coating were also returned. No other issues were noted during the analysis. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: preparation 1. Before removing the hydrophilic wire guide from its dispenser, inject sterile heparinized saline into the luer lock hub end of the dispenser 2. Inject enough solution to fill the dispenser coil. This will completely cover the wire guide surface and activate the hydrophilic coating. 3. Remove the hydrophilic wire guide from it¿s dispenser by gently withdrawing the wire¿s tip. 4. If the hydrophilic wire guide cannot easily be removed from its dispenser, inject more heparinized saline solution into the dispenser and then try again. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. With current information, a definitive cause for this complaint could not be established. Possible cause for this event include patient anatomy, procedural issues. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.